Event description:
It was reported the ipg was inoperable. The patient did not recharge the ipg as recommended as it had not been recharged for over 2 months. Troubleshooting was attempted by an abbott representative to no avail and ipg was unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.